Event description:
Customer reported going to the emergency room (ER) due to high blood glucose levels. Device = 468 mg/dl. Customer was given an IV and given insulin. Customer remained in the hosp overnight. Hosp = 185 mg/dl and customer was released home. Dr increased customer's medications. No controls were used. A request was made for return product and replacement product was sent.